Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sleeping and was subsequently hospitalized. Upon review, it was determined that the therapy was delivered due to oversensed noise. Device pocket manipulations were performed, and the artifacts persisted, which presented a discontinuity of the isoelectric line for all three sensing vectors. Fluoroscopy and x-ray imaging were performed, and the device data was forwarded to boston scientific technical services (ts) for review. Ts reviewed the recent episode, as well as additional untreated episodes, which revealed baseline wandering, with saturated signals, noise, and artifacts present in both the primary and secondary vectors. The patient had received an additional inappropriate shock in the primary vector in 2023. Ts requested the real-time device data that was collected during the performed manipulations, as well as requested the most current diagnostic images and the images taken at implant. Furthermore, ts discussed that these observations point towards a likely electrode fracture and/or a potential problem with the proximal sense b node. The field representative provided the real-time data, and confirmed that the fluctuations of the isoelectricity were reproducible with manipulations of the tip. Although the diagnostic images were not provided for review, it was confirmed that there was no evidence of macroscopic system damage was present, though there was a narrow electrode curve near the pocket. Ts recommended surgically conservatively replacing the entire system, if clinically appropriate, as the device has less than 40% remaining battery longevity. Recently, the system was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This explanted s-ICD system is expected to be returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sleeping and was subsequently hospitalized. Upon review, it was determined that the therapy was delivered due to oversensed noise. Device pocket manipulations were performed, and the artifacts persisted, which presented a discontinuity of the isoelectric line for all three sensing vectors. Fluoroscopy and x-ray imaging were performed, and the device data was forwarded to boston scientific technical services (ts) for review. Ts reviewed the recent episode, as well as additional untreated episodes, which revealed baseline wandering, with saturated signals, noise, and artifacts present in both the primary and secondary vectors. The patient had received an additional inappropriate shock in the primary vector in 2023. Ts requested the real-time device data that was collected during the performed manipulations, as well as requested the most current diagnostic images and the images taken at implant. Furthermore, ts discussed that these observations point towards a likely electrode fracture and/or a potential problem with the proximal sense b node. The field representative provided the real-time data, and confirmed that the fluctuations of the isoelectricity were reproducible with manipulations of the tip. Although the diagnostic images were not provided for review, it was confirmed that there was no evidence of macroscopic system damage was present, though there was a narrow electrode curve near the pocket. Ts recommended surgically conservatively replacing the entire system, if clinically appropriate, as the device has less than 40% remaining battery longevity. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.